Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 31-jul-2023, UDI#: (B)(4). H3: analysis found ¿tm 90 micro usb interface is damaged and failed final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator was not charging. The patient charged it overnight on monday night and it charged fine, but when they took it off the charger yesterday morning it was at 100%. However last night the patient was not able to charge the communicator. The patient tried multiple chargers, and it would not work. The patient went to bed, and it was still at 70%. The patient went out and bought a wireless charger and that did not resolve the issue. The patient mentioned that they took the handset to a cell phone repair place to see if they could change the port and they could not figure it out either. The issue was not resolved through troubleshooting. A request to the repair department for a replacement communicator due to not charging even after attempting to use multiple cords.